Manufacturer narrative:
The field service engineer inspected the module and found the detergent tubing kinked. He then replaced the tubings. The investigation determined the event was caused by insufficient operator maintenance (tubing kinked after replacing detergent bottle). Product labeling states "warning! Incorrect results due to incorrect insertion of aspiration tubing. Insert the aspiration tubing so that the end of the tubing touches the bottom of the bottle. Do not bend the aspiration tubing. Insert the aspiration tubing in a new wash solution bottle as follows: insert the aspiration tubing so that the end of the aspiration tubing touches the bottom of the bottle. Do not bend the aspiration tubing." After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The reagent lot number is 716687. The expiration date was requested but not provided. The investigation is ongoing.

Event description:
The initial reporter received questionable igm-2 results from 38 patient samples tested on the cobas 8000 c702 module. The reporter stated that their previous issue which they thought was resolved by changing the sample probe, was not resolved and they found the igm results to be approximately double in the initial run for around 7% of their patient samples. Please refer to the attachment (B)(6) for the table containing the questionable results.